Manufacturer narrative:
Philips received a complaint regarding a heartstart mrx defibrillator, reporting that the power supply produced a humming noise. There was reportedly no patient involvement. The biomedical technician confirmed that the power supply was not functioning. Based on the investigation, it appears that no actions have been taken at the customer's site regarding the reported issue. Therefore, no additional information associated with the event can be obtained. We cannot determine the final status of the device because there is no additional information available. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the power supply produces a buzzing noise. There was no reported patient involvement.